Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with multiple low flow alarms between (B)(6) 2020 and (B)(6) 2020. The cause of the low flow alarms was identified as hypovolemia due to hematemesis. The patient was admitted with altered mental status and gastrointestinal bleeding (gi). Onset of gi bleed was reported to be (B)(6) 2020. An esophagogastroduodenoscopy (egd) was performed and 1 arteriovenous malformation (avm) was epi-injected, and 1 avm was clipped. The patient received fluids and packed red blood cells (prbcs). No more reports of bleeding and patient is currently inpatient worsening right ventricular failure and fluid overload. The patient's plan of care is fluid removal and management of right ventricular failure.

Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. The report of low flow events was confirmed via the submitted system controller log file. According to the account, the low flow alarms were caused by hypovolemia due to hematemesis. A direct correlation between the device and the reported gi bleeding could not be determined through this evaluation. Moreover, a direct correlation between the device and the reported right ventricular failure and altered mental status could not be determined through this evaluation. The submitted log file contained data from(B)(6)2020 ¿(B)(6)2020 and showed the pump operating at the fixed speed of 10,600 rpm with a low speed limit of (B)(4) rpm. The log file recorded a total of (B)(4) active low flow hazard events that occurred on ((B)(6) 2020, (B)(6)2020 , and (B)(6)2020 . All of the low flow events were associated with an estimated flow value of 2.4 lpm, which is just below the low flow hazard alarm threshold of 2.5 lpm. The low flow events also appeared to be associated with a relatively low pump power value of 5.6 watts as well as relatively low average pi values below 3. Overall, pump power, estimated flow, and average pi values ranged from 5.6-9.1 watts, 2.4-7.5 lpm, and 2.3-6.8, respectively. Despite the intermittent low flow condition, the lvad appeared to be operating as intended and the pump speed remained above the low speed limit for the duration of the log file. Additional information provided by the account on 06feb2020 indicated that the patient¿s low flow alarms were caused by hypovolemia due to hematemesis. It was stated that gi bleeding was confirmed via egd and resolved after clipping one arteriovenous malformation (avm) and injecting epinephrine into another avm. The patient was additionally treated with prbcs and fluid. The patient experienced no further episodes of bleeding; however, he currently remained inpatient at that time and was being treated for worsening right ventricular failure and fluid overload. The heartmate ii lvas IFU lists bleeding, neurologic dysfunction, and right heart failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4 & h4: additional information.